Manufacturer narrative:
The manufacturer previously reported an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. After review it was determined that the date of this event was 09-21-2021; the patient identifier is jb (added in section a1); the patient alleged difficulty breathing (added in section h6); section g3 corrected to 09-21-2021; section h7 added recall; section h9 added res 88058. The manufacturer received additional information of model number, serial number and UDI (added section d4) which identifies this device as bipap; and also 510k (added section g4).

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged difficulty breathing and particles in chamber and tubing. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 updated in this report.